Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's setting changed on its own. The customer reported the event to a physician and was told that there was no issue with the pump. Due to the event, blood glucose was over 500 mg/dl. Insulin injection was administered and the customer went to the emergency room (ER). The customer declined to provide further information regarding the ER event. The customer could not recall the exact date of the event and was unable to provide an estimated date. Tandem technical support reviewed the current pump settings and found them to be correct.